Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a pin hole immediately proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the shaft/hypotube identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon tear occurred. During dilatation, pressure was unable to be applied to a 10mm x 2.00mm wolverine coronary cutting balloon. The device was removed from the patient's body, and it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon was simply pulled out of the patient's body and that the patient was stable post procedure.

Event description:
It was reported that a balloon tear occurred. During dilatation, pressure was unable to be applied to a 10mm x 2.00mm wolverine coronary cutting balloon. The device was removed from the patient's body, and it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported.